Manufacturer narrative:
Investigation summary our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs which display an unsealed 24ga x 0.75in. Insyte autoguard unit. The photo displays an arrow pointing to the nose of the adapter. Visual inspection did not discover any damage to the catheter adapter based on the photos provided. The photos provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 24ga leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: trying to flush the IV in when fluid started leaking from the catheter/hub connection. IV was removed.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 24ga leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: trying to flush the IV in when fluid started leaking from the catheter/hub connection. IV was removed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.